Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced swelling and redness, and the patient was diagnosed with an infection at the ipg site. The patient's scs system was later explanted and drainage of the site was done. The patient was given antibiotics over the course of several days to address the infection.

Event description:
Additional information was received that the patient's infection cleared after completing antibiotics therapy.